Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 401 mg/dl at the time of the incident. Customer stated insulin pump had insulin flow blocked alarm and insulin did not exit. Customer was treated with back up plans. Customer states did not want to proceed with the high blood glucose troubleshooting and wants to finish the insulin flow blocked alarm. The insulin pump will be returned for analysis.